Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side no complaint against the device. Later, healthcare professional reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported grade iii capsular contracture.

Event description:
Healthcare professional reported left side no complaint against the device. Later, healthcare professional reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture/ capsular contracture was received on jan 22, 2025. With lot number 3529635. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side no complaint against the device. Later, healthcare professional reported rupture. Device has been explanted and replaced.